Manufacturer narrative:
Additional information: d9, h3 plant investigation: four companion samples were returned to the manufacturer for physical evaluation. The companion sample was visually inspected and was found that the cycler set is acceptable no damage was observed. In addition, the sample was tested in the cycler machine and worked as intended without any abnormalities during the tested period. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. During a physical evaluation of the sample, the alleged failure stated in the complaint could not be confirmed.

Event description:
It was reported that a peritoneal dialysis (pd) patient had a cassette that leaked into the machine cassette area. The inside of the cassette area was all wet, but fluid did not leak out of the machine itself. Upon follow up, the pd registered nurse (pdrn) confirmed the reported event. However, the pdrn could not confirm if the leak was during treatment or if there was an alarm. The pdrn stated that the patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The pdrn stated that the patient is trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed, and stated the patient was able to complete peritoneal dialysis treatment using continuous ambulatory peritoneal dialysis (capd) in the absence of the cycler. The pdrn confirmed that the patient has received a replacement cycler and is continuing with peritoneal dialysis on the new cycler without issue and without reoccurrence of the reported event. The pdrn could not confirm that the cassette was available to be returned to the manufacturer for physical evaluation.

Event description:
It was reported that a peritoneal dialysis (pd) patient had a cassette that leaked into the machine cassette area. The inside of the cassette area was all wet, but fluid did not leak out of the machine itself. Upon follow up, the pd registered nurse (pdrn) confirmed the reported event. However, the pdrn could not confirm if the leak was during treatment or if there was an alarm. The pdrn stated that the patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The pdrn stated that the patient is trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed, and stated the patient was able to complete peritoneal dialysis treatment using continuous ambulatory peritoneal dialysis (capd) in the absence of the cycler. The pdrn confirmed that the patient has received a replacement cycler and is continuing with peritoneal dialysis on the new cycler without issue and without reoccurrence of the reported event. The pdrn could not confirm that the cassette was available to be returned to the manufacturer for physical evaluation.

Manufacturer narrative:
Plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis (pd) patient had a cassette that leaked into the machine cassette area. The inside of the cassette area was all wet, but fluid did not leak out of the machine itself. Upon follow up, the pd registered nurse (pdrn) confirmed the reported event. However, the pdrn could not confirm if the leak was during treatment or if there was an alarm. The pdrn stated that the patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The pdrn stated that the patient is trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed, and stated the patient was able to complete peritoneal dialysis treatment using continuous ambulatory peritoneal dialysis (capd) in the absence of the cycler. The pdrn confirmed that the patient has received a replacement cycler and is continuing with peritoneal dialysis on the new cycler without issue and without reoccurrence of the reported event. The pdrn could not confirm that the cassette was available to be returned to the manufacturer for physical evaluation.